Manufacturer narrative:
Patient demographic information has been obtained and is provided in this supplemental2 submission.

Manufacturer narrative:
One hemfsm10 cable was received for product evaluation. The suspect cable was connected to a known good working system and two st02 simulators for testing. The suspect cable and known working cable displayed identical readings during the entire test. They were left to run for over thirty minutes. Even while moving and bending the cable during testing, the reading did not change. There was no defect found. With any hemodynamic monitoring readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to the complaint.

Manufacturer narrative:
Additional testing of the device is being performed. Any additional findings received will be forwarded in a supplemental submission.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
An additional evaluation and review of the clinical logs was attempted by the edwards r&d engineers. However, the logs were unable to be provided. Any further evaluation was unable to be completed. There is no new investigation information that was obtained.

Manufacturer narrative:
The product is expected to be returned for evaluation. Once the evaluation has been completed the findings will be submitted in a supplemental report. The device history record review was completed and all manufacturing inspections passed with no non-conformances. The record of servicing has been reviewed and there is no previous related record.

Event description:
It was reported that there were inaccurate values observed during patient monitoring with the hemosphere cable module, hemfsm10. This was a CABG procedure. The right sensor was giving a reading of 70 and on the left side sensor it was reading 20 points lower. They replaced the sensor but the reading did not change. They exchanged the suspect cable and the values were as expected. There were no error messages observed. There was no inappropriate patient treatment administered. The patient demographic information was not provided. There was no patient harm or injury.